Event description:
It was reported that the right atrial (ra) lead of the implantable cardioverter defibrillator (ICD) system exhibited high impedances out of range. Technical services (ts) recommended to turned off anything related to the ra lead until ra lead is replace. Additionally, a signal artifact monitoring (sam) episode was found. This ICD remains in service. No adverse patient effects were reported.